Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What date was the photo taken? Approximately how long after surgery was the photo taken? Do you have any follow up new photos of the patient current condition? Was there any medical or surgical intervention performed relating to the patient reaction or relating to the discoloration of the wound? Please describe how was the adhesive applied on the tape what prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved what is the physicians opinion of the contributing factors to the discoloration/ reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2018 and topical skin adhesive was used. The patient experienced apparent discoloration of wound directly under the adhesive skin dressing. The doctor reported that there were no patient reports of skin irritation or redness, no issues with actual wound healing itself. During the post-operative appointment on (B)(6) 2017 the doctor had recorded in patient notes that the patient had some sort of reaction to the topical skin adhesive but no more details were recorded on that date. Additional information has been requested.